Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. The proximal portion of the lead measuring 61.5cm was returned for analysis. The portion of the lead that was returned was normal. Without return of the entire lead, a complete analysis could not be performed.

Event description:
It was reported that the lead was explanted and replaced due to exit block.

Manufacturer narrative:
(B)(4).

Event description:
New information received notes that the lead dislodged prior to explant.